Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, the patient's right ventricular (rv) lead was found to have an insulation breach. On (B)(6) 2021, the lead was capped and replaced. The patient was stable throughout procedure.